Manufacturer narrative:
The reported events of were lead dislodgement, helix mechanism issue, loss of capture and p-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of loss of capture and p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-73530. It was reported a patient's right ventricular (rv) and atrial lead presented with high output, poor pacing, poor sensing, and loss of capture due to dislodgement, confirmed via x-ray. The leads were explanted and replaced in a procedure on (B)(6) 2024. During procedure, the atrial and right ventricular (rv) lead helix would not retract and they were abandoned. Post-procedure the patient was stable.